Event description:
After log file analysis, it was determined that the only alarms were battery alarms, and these were resolved with changing batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the emergency department (ed) at a rural hospital on (B)(6) 2025 for a red heart alarm. The patient did not contact the clinic for the alarm prior to going to the ed. Log files were submitted for review. The event file did not capture any red heart alarms on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The controller event log file contained events from 31dec2024 through 02jan2025. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. No equipment exchange and no product will be returning for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.